Manufacturer narrative:
The reported field event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to bus errors. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The device passed all memory testing performed in the laboratory. The backup operation could not be reproduced.

Event description:
It was reported that the the device was found to be in backup vvi (bvvi) mode resulting in the patient receiving inappropriate high voltage therapy due to the programming. Abbott technical support was contacted, however, the device was unable to be interrogated. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.